Event description:
It was reported that the event involved a very ill patient with poor ventricular function. The intra-aortic balloon (iab) was inserted via the patient's femoral artery. On (B)(6) 2015 the field service representative (fsr) called the sales representative (sr) to report that when our biomed technician was at the hospital checking out another pump, "this pump (s/n (B)(4)) was rolled in from the operating room as an "iab rupture"." Per the technician, he quickly looked and found blood all the way to the water condensation bottle. The sr called the chief of perfusion (cop) and his pager was giving a busy signal. As a result, the sr emailed him and asked him to call her regarding the situation. The sr also phoned the biomed manager (cm). He confirmed that they did have a pump there and the intra-aortic balloon (iab) was also in their possession. The bm referred to sr to risk management for further information adn to see if/when we could retrieve the iab for investigation. Per the cop, risk management will do their internal investigation and let us know "if iab needed to be sequestered". On (B)(6) 2015 the cop phoned the sr and informed her that when the intra-aortic balloon pump (iabp) came to them in the or there was a large amount of dried blood in the driveline. However, the pump (sn (B)(4)) was working very well, no alarms were occurring and the pump was working well. The cop stated the arterial line waveform and timing was very good, the pump was providing very good support to the patient. It was reported to the or staff that there was blood in the driveline for a couple of days while the patient was in the cicu (cardiac intensive care unit). The md was aware, but did not want to interrupt iabp therapy as the patient was so ill and unstable. The md wanted to wait to change out the iab until after surgical intervention was complete. Once surgical intervention was completed, the iab was exchanged. The second iab was inserted (insertion site unknown) successfully; however, there were no details available except that the first iab was fully intact, not in pieces. It is unknown if the iab's were inserted via a sheath. The cop told the sr that the patient was not able to get off bypass; no cardiac function when the pump was on standby meaning no cardiac function (there was no native cardiac pressure). Patient expired intraoperative. There was no reported delay or interruption in iabp therapy. According to the cop the iab did not contribute to the patient's death.

Manufacturer narrative:
(B)(4).